Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner fracture and dislodgement with hip squeaking and pain 3 years after primary tha. No trauma episode or any other injuries were reported. The patient performed well since the initiation of symptoms. During revision (4 days later) the socket was revised with a new one and a dual-mobility articulation was selected. Doi: (B)(6) 2019. Dor: (B)(6) 2022. Unk hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was received for analysis. Based in the visual examination of the part, it was observed, that a portion of the liner's rim was fractured. Internal surface of the device is consistent with not centrical loading of the femoral head and patient's body weight, since machining lines are yet visible and liner's rim is visible deformed. Interlock feature edge of the liner denoted two ard tabs sheared off from the liner. Which is also, evidence of the liner having disassociated from the cup. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with 121932148/j42u77 combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10, h3.